Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the clip could not fully grasp or close onto the site and easily fell off when when water was supplied during a therapeutic polypectomy involving an olympus long clip. The procedure was completed using another device and there was no patient injury reported.